Event description:
A 7 mm diamter x 40 mm length bridge aurora self-expanding biliary stent system was inserted into a pt for the endovascular treatment of a subclavian artery stenosis in 2004. Vessel morphology is unk, however lesion was described as "abhorrent." The brachial approach was used to insert the device into a lesion that was not pre-dilated. It was reported that the stent ended up being deployed too far into the aorta and therefore did not attach to the vessel wall. The stent travelled to the iliac femoral artery area and was surgically removed. It was reported that the device performed flawlessly; however, in this situation a balloon expandable stent would have been more suitable to treat the pt. No clinical sequelae were reported and the pt is reported to be fine.